Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure on (B)(6) 2026. During the procedure, the resolution 360 clip would not trigger. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.